Manufacturer narrative:
A frozen touchscreen was reported. The cardiohelp was exchanged. Information received that the patient had a temporary decrease in bp while the cardiohelp system was exchanged, however recovered quickly after the new system was initiated. Patient didn't have any adverse effects from event. The affected cardiohelp was sent in to the getinge national repair center for system restore. A getinge field service technician (fst) investigated the cardiohelp during preventive maintenance. The reported failure could not be confirmed. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp were reviewed and no touchscreen malfunction could be confirmed on the date of event. Further, on the reported date of event the logs shows the error message "pump disposable error - stop" and a change into emergency mode is logged in the user logs. This error messages can be traced back to the reported exchange of the cardiohelp and was therefore no further investigated. No exact root cause could be identified. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - lost touch calibration - touch buttons are not precise the cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. Based on the results the reported failure "frozen touchscreen" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information become available.

Event description:
A cracked touchscreen was reported. The cardiohelp was exchanged. Information received that the patient had a temporarily decrease in bp while the cardiohelp system was exchanged, however recovered quickly after the new system was initiated. Patient did not have any adverse effects from event. No harm to any person has been reported. Complaint ID: : (B)(4).

Manufacturer narrative:
The affected cardiohelp was sent in to the getinge national repair center for system restore. A getinge field service technician (fst) investigated the cardiohelp during preventive maintenance. The reported failure could not be confirmed. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow up will submitted when additional information become available.

Event description:
Complaint ID:(B)(4).